Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 55.0 cm from the hub. Conclusion: evaluation of the returned device confirmed that the benchmark was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted out of its packaging at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark) was kinked at the mid-shaft upon removal from the packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using another benchmark.